Event description:
Right mandibular distractor pin dislodged from internal hardware during cleaning. No metal hardware palpable or visible at incision site. Mass general surgery (B)(6) 2010. Assessment and x-rays after event mass general (B)(6) 2010. Surgery mass general (B)(6) 2010 - no details available.